Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic has been cut in half. One haptic is attached to that piece of the optic. In addition, the second haptic was returned. It has been torn from the optic and a very small piece of the optic remains attached to that haptic. The cause of the damage cannot be determined. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the lens was implanted and removed due to a cracked haptic. Removing the lens required incision enlargement and sutures. The same model lens was implanted as a back-up. In the physician's' opinion the most likely cause of the damage was "plunger broke back of haptic." The patient's prognosis is described as "good."